Manufacturer narrative:
No further information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that, upon inspection, the pump was stopped and showed a volume to be infused of 92 ml; visual inspection of the cartridge revealed it was empty. The line was also empty at end nearest to cartridge/pump. The patient was disconnected and withdrawal of fluid revealed blood return. The port was flushed and the patient was de-accessed. The patient had no symptoms and felt fine. No patient injury reported.

Manufacturer narrative:
No product was returned. The investigation determined the most probable cause to be a programming issue; however, this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. No serial number was provided so a review of the device manufacturing DHR and service history could not be performed.